Event description:
It was reported that the patient¿s ilet displayed an urgent low alert followed by a brief sensor issue that resulted in blanked cgm values. A fingerstick measurement taken during this period showed 209 mg/dl, and the ilet¿s correction algorithm was expected to address the hyperglycemia. No corroborating hypoglycemic symptoms were reported despite the low alert. Outcomes included transient interruption of cgm readings and subsequent hyperglycemia managed by device-directed corrections without escalation of care. No hospitalization or emergency intervention occurred. An investigation was conducted, including customer support troubleshooting and user education. Review of the case revealed a cgm brief sensor issue with inconsistent glucose data leading to an inappropriate low alert, followed by confirmation of elevated glucose by fingerstick. It was concluded that the event involved a sensor data error with unclear cause, and that device therapy continued with corrective dosing as designed. The device has not been returned. If the device is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.